Event description:
It was reported that the right atrial lead exhibited noise. On (B)(6) 2018, the lead was explanted and replaced. Patient was asymptomatic prior to the procedure. No further information was reported.

Manufacturer narrative:
Analysis confirmed the reported noise. Analysis found external abrasions breaching the outer insulation and exposing the outer coil at 7.5 cm to 7.7 cm from the connector pin. The abrasions are consistent with friction to the device.